Event description:
It was reported that stent damage occurred. The 80% stenosed, 12x2.5 mm, concentric and de novo target lesion containing a <=45 degree lesion bend was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. Following a pt2 guide wire, predilation was performed using an unspecified balloon catheter. A 2.50x32mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:the stent delivery system was returned for analysis. The tip od was measured which is within specification. The stent was damaged at its distal end. The struts on the most distal row were raised off the balloon material and bent in the direction of the tip. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 12x2.5 mm, concentric and de novo target lesion containing a <=45 degree lesion bend was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. Following a pt2 guide wire, predilation was performed using an unspecified balloon catheter. A 2.50x32mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).